Event description:
Per the clinic, the device was explanted due to chronic infection. The device was explanted on (B)(6), 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Per the clinic, the explanted device is not available for analysis. This report is filed (B)(4) 2013. Device not available for eval.

Manufacturer narrative:
(B)(4).